Event description:
Ous MDR. After an implantation period of about 108 months, oversensing was reported. During an in-office follow-up, noise could not be reproduced during provocative maneuvers. ICD therapies were switched off and ICD and lead remain implanted at that time. The patient will be monitored in hospital. At the moment, biotronik has no further information with regard to a revision procedure / explant of the system. Should we receive more details, this report will be updated. No adverse patient side effects have been reported. The event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegms demonstrated the presence of noise with small amplitude which was detected as vf (see episode 3, 7 and 8). Furthermore artifacts were observed which might be related to external interference as mentioned in the complaint description (see episode 6).in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the rv lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.